Manufacturer narrative:
The device has been requested by baxter for evaluation. The facility, however, has stated that they do not want the device evaluation. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The customer initially reported to baxter in 2009 a pump that they encountered a failure on channel c during pt use. The customer noted that channel c failed during pantoloc perfusion under guardian mode. The hosp representative stated that channel a was in ml/hour and under guardian mode, also. An alarm showing "channel c failure" occurred. The tubing was pulled out and then the channel went out of service. The pump (channel c) failed without any manipulations. Additional information was obtained from the customer at about 9 days later which determined that the reported event occurred during a pt infusion, which resulted in an interruption of therapy. According to the hosp representative, no pt injury or medical intervention and been reported released to the device. No additional information or contact was available.